Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. (B)(4). The lot number was unknown. Investigation summary: background: it was reported via complaint submission tool that during an arthroscopy acl repair the tip of the rigidloop 4.5mm combo reamer/passing pin out of the rigidloop adjustable disposables kit was broken. There was a surgical delay of 10 minutes. Fragments were generated and 2 x-rays were necessary. No patient consequence was reported. Investigation summary: the combo beath pin ea (part #: 232453, lot #: 2101002) was received and evaluated at us cq. Upon visual inspection, the 4.5 mm combo reamer tip of the device was broken and the broken piece was not returned. Hence, the reported condition can be confirmed as the alleged functional issue could be due to the observed condition. The possible root cause for the reported failure can be attributed to excessive force being applied to the device. However, this cannot be conclusively determined. During the investigation, no product design or manufacturing issues were observed that may have contributed to the complaint condition. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. However, depuy synthes mitek will continue to track any related complaints within this device family as a means of monitoring the extent to which this complaint is observed in the field.

Event description:
It was reported by the customer in (B)(6) that the combo beath pin device had an unspecified malfunction. During in-house engineering evaluation, it was determined that the tip on the device was broken. There was no procedure nor patient involvement reported. No additional information was provided.